Manufacturer narrative:
A visual inspection of the returned product shows that a portion of the lens and a plate haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was attempting to insert a single piece collamer lens model cc4204bf and he noticed the lens was tearing coming out of the cartridge. The lens had pt contact, but no pt injury.